Event description:
It was reported that the patient was unable to adjust the stimulation. The patient's programmer displayed a power on reset message which was not able to be cleared. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 39565-65, serial # (B)(4), implanted: 2010 (B)(6), explanted: unknown. Programmer: model 37743, serial # (B)(4). Recharger: model 37752, serial # (B)(4).